Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 9/24/2015. The fse found that the tubing at wire marker wm8 was disconnected. The fse reattached the tubing, which repaired the leak and the issues with hct and hgb. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer when processing samples. The hemoglobin (hgb) and hematocrit (hct) were not matching when the leak was noticed. The volume of the leak was about 10 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.